Event description:
It was reported that the patient had both high and low impedances on lead, and the ipg became exposed through a small opening in the battery incision site. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the ipg was explanted, and the lead was cut. Surgical intervention will be undertaken at a later time to address the cut lead.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Correction to b5, and h6. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient had both high and low impedances on lead, and the ipg became exposed through a small opening in the battery incision site. The patient also experienced an infection at the ipg site. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the ipg was explanted, and the lead was cut. Surgical intervention will be undertaken at a later time to address the cut lead.